Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1705312) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gluten intolerance (coeliac disease) and hashimoto's thyroiditis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced pain ("pain"), general physical health deterioration ("chronic health problems that have become worse"), functional gastrointestinal disorder ("functional colon disorder"), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("haemorrhagic menstrual periods"), headache ("headaches"), polyp ("polyps"), endometriosis ("endometriosis"), varicose veins pelvic ("uterine varices"), musculoskeletal chest pain ("pain in ribs"), musculoskeletal pain ("pain in back shoulders and shoulder blades"), abdominal discomfort ("burning in abdomen (between hips)"), tendonitis ("tendonitis in wrists, elbows, knees and shoulders"), fatigue ("intense fatigue"), insomnia ("insomnia caused by pain"), memory impairment ("memory disturbances"), eye irritation ("burning sensation in eyes"), fibromyalgia ("fibromyalgia was suspected"), metrorrhagia ("metrorrhagia"), adenomyosis ("uterine adenomyosis") and allergy to metals ("patch test was positive to nickel +++") and was found to have fibroma ("fibroma"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy and bilateral adnexectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain, general physical health deterioration, functional gastrointestinal disorder, dysmenorrhoea, menorrhagia, headache, fibroma, polyp, endometriosis, varicose veins pelvic, musculoskeletal chest pain, musculoskeletal pain, abdominal discomfort, tendonitis, fatigue, insomnia, memory impairment, eye irritation, fibromyalgia, metrorrhagia, adenomyosis and allergy to metals outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, allergy to metals, dysmenorrhoea, endometriosis, eye irritation, fatigue, fibroma, fibromyalgia, functional gastrointestinal disorder, general physical health deterioration, headache, insomnia, memory impairment, menorrhagia, metrorrhagia, musculoskeletal chest pain, musculoskeletal pain, pain, pelvic pain, polyp, tendonitis and varicose veins pelvic to be related to essure. The reporter commented: symptoms of pelvic pain and metrorrhagia possibly related to uterine adenomyosis. In (B)(6) 2016, discovery of possible relationship with essure inserts. Procedure rapidly considered. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter added - case is potential legal. Date of birth and event patch test was positive to nickel added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gluten intolerance (coeliac disease) and hashimoto's thyroiditis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), general physical health deterioration ("chronic health problems that have become worse"), functional gastrointestinal disorder ("functional colon disorder"), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("haemorrhagic menstrual periods"), headache ("headaches"), fibroma ("fibroma"), polyp ("polyps"), endometriosis ("endometriosis"), varicose veins pelvic ("uterine varices"), musculoskeletal chest pain ("pain in ribs"), musculoskeletal pain ("pain in back shoulders and shoulder blades"), abdominal discomfort ("burning in abdomen (between hips)"), tendonitis ("tendonitis in wrists, elbows, knees and shoulders"), fatigue ("intense fatigue"), insomnia ("insomnia caused by pain"), memory impairment ("memory disturbances"), eye irritation ("burning sensation in eyes"), fibromyalgia ("fibromyalgia was suspected"), metrorrhagia ("metrorrhagia") and adenomyosis ("uterine adenomyosis"). On an unknown date, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), general physical health deterioration ("chronic health problems that have become worse"), functional gastrointestinal disorder ("functional colon disorder"), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("haemorrhagic menstrual periods"), headache ("headaches"), fibroma ("fibroma"), polyp ("polyps"), endometriosis ("endometriosis"), varicose veins pelvic ("uterine varices"), musculoskeletal chest pain ("pain in ribs"), musculoskeletal pain ("pain in back shoulders and shoulder blades"), abdominal discomfort ("burning in abdomen (between hips)"), tendonitis ("tendonitis in wrists, elbows, knees and shoulders"), fatigue ("intense fatigue"), insomnia ("insomnia caused by pain"), memory impairment ("memory disturbances"), eye irritation ("burning sensation in eyes"), fibromyalgia ("fibromyalgia was suspected"), metrorrhagia ("metrorrhagia") and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy and bilateral adnexectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain, general physical health deterioration, functional gastrointestinal disorder, dysmenorrhoea, menorrhagia, headache, fibroma, polyp, endometriosis, varicose veins pelvic, musculoskeletal chest pain, musculoskeletal pain, abdominal discomfort, tendonitis, fatigue, insomnia, memory impairment, eye irritation, fibromyalgia, metrorrhagia and adenomyosis outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, dysmenorrhoea, endometriosis, eye irritation, fatigue, fibroma, fibromyalgia, functional gastrointestinal disorder, general physical health deterioration, headache, insomnia, memory impairment, menorrhagia, metrorrhagia, musculoskeletal chest pain, musculoskeletal pain, pain, pelvic pain, polyp, tendonitis and varicose veins pelvic to be related to essure. The reporter commented: symptoms of pelvic pain and metrorrhagia possibly related to uterine adenomyosis. In (B)(6) 2016, discovery of possible relationship with essure inserts. Procedure rapidly considered. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pelvic pain. Consumer underwent a total hysterectomy and bilateral adnexectomy, five years after essure insertion. Pelvic pain is anticipated in essure's reference safety information. Consumer's historical condition included coeliac disease. In addition, although with no details, it was also reported she presented fibroma, polyps, endometriosis, uterine varices, and gastrointestinal disorders. All these conditions could alternatively explain the occurrence of pelvic pain. However, it is known that after essure insertion, this event may occur. Therefore, a causal relationship between the event and essure can formally not be excluded. This case is regarded as incident due to the serious injury related to essure. A product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(4)) on 06-apr-2017. The most recent information was received on 12-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gluten intolerance (coeliac disease) and hashimoto's thyroiditis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), general physical health deterioration ("chronic health problems that have become worse"), functional gastrointestinal disorder ("functional colon disorder"), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("haemorrhagic menstrual periods"), headache ("headaches"), fibroma ("fibroma"), polyp ("polyps"), endometriosis ("endometriosis"), varicose veins pelvic ("uterine varices"), musculoskeletal chest pain ("pain in ribs"), musculoskeletal pain ("pain in back shoulders and shoulder blades"), abdominal discomfort ("burning in abdomen (between hips)"), tendonitis ("tendonitis in wrists, elbows, knees and shoulders"), fatigue ("intense fatigue"), insomnia ("insomnia caused by pain"), memory impairment ("memory disturbances"), eye irritation ("burning sensation in eyes"), fibromyalgia ("fibromyalgia was suspected"), metrorrhagia ("metrorrhagia") and adenomyosis ("uterine adenomyosis"). On an unknown date, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), general physical health deterioration ("chronic health problems that have become worse"), functional gastrointestinal disorder ("functional colon disorder"), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("haemorrhagic menstrual periods"), headache ("headaches"), fibroma ("fibroma"), polyp ("polyps"), endometriosis ("endometriosis"), varicose veins pelvic ("uterine varices"), musculoskeletal chest pain ("pain in ribs"), musculoskeletal pain ("pain in back shoulders and shoulder blades"), abdominal discomfort ("burning in abdomen (between hips)"), tendonitis ("tendonitis in wrists, elbows, knees and shoulders"), fatigue ("intense fatigue"), insomnia ("insomnia caused by pain"), memory impairment ("memory disturbances"), eye irritation ("burning sensation in eyes"), fibromyalgia ("fibromyalgia was suspected"), metrorrhagia ("metrorrhagia") and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy and bilateral adnexectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain, general physical health deterioration, functional gastrointestinal disorder, dysmenorrhoea, menorrhagia, headache, fibroma, polyp, endometriosis, varicose veins pelvic, musculoskeletal chest pain, musculoskeletal pain, abdominal discomfort, tendonitis, fatigue, insomnia, memory impairment, eye irritation, fibromyalgia, metrorrhagia and adenomyosis outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, dysmenorrhoea, endometriosis, eye irritation, fatigue, fibroma, fibromyalgia, functional gastrointestinal disorder, general physical health deterioration, headache, insomnia, memory impairment, menorrhagia, metrorrhagia, musculoskeletal chest pain, musculoskeletal pain, pain, pelvic pain, polyp, tendonitis and varicose veins pelvic to be related to essure. The reporter commented: symptoms of pelvic pain and metrorrhagia possibly related to uterine adenomyosis. In (B)(6) 2016, discovery of possible relationship with essure inserts. Procedure rapidly considered. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2784 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pelvic pain. Consumer underwent a total hysterectomy and bilateral adnexectomy, five years after essure insertion. Pelvic pain is anticipated in essure's reference safety information. Consumer's historical condition included coeliac disease. In addition, although with no details, it was also reported she presented fibroma, polyps, endometriosis, uterine varices, and gastrointestinal disorders. All these conditions could alternatively explain the occurrence of pelvic pain. However, it is known that after essure insertion, this event may occur. Therefore, a causal relationship between the event and essure can formally not be excluded. This case is regarded as incident due to the serious injury related to essure. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.